Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported, "coming in contact with a covid-19 patient through their work as a healthcare provider. Patient reports that they currently have a fever and is self-quarantining". Patient later reported: suspected rupture, oral yeast infection, aching of the arms and legs and arthritis in the hands and wrists, achy joins, generalized aching or stiffness of the joints and muscles, especially after sleep or after periods of rest. Chest pain, anxiety, depression, general sense of not feeling well (malaise), tiredness, fatigue, low energy. Patient also reported the following: headaches, hair loss, scalp tenderness, change in sense of taste, decreased clarity or sharpness of the things you see, hearing and balance disturbance, vaginal dryness, unusual vaginal discharge, night sweats, purpura, movement issues, difficulty concentrating, changes in ability to think or learn, memory loss, difficulty speaking or understanding what is being said, mood changes, changes in mood personality, heightened sensitivity to smells, noises, bright lights and touch, constipation (greater than 3 days at a time), kidney problems, suspected breast implant illness which are not considered related to the device. This record is for the left side. Device was explanted.